Event description:
Upon opening a new b. Braun infusomat pump y-site blood tubing set, it was noted to be defective due to a missing second spike. Other events describing a b. Braun blood tubing defect or design issues (breaking of parts, leak from circular piece above y-site connection, missing clamp, and part of clamp creating a hole in tubing).